Manufacturer narrative:
Pc-(B)(4). Device code: (B)(4) - absorption issue. Patient code: (B)(4). Additional information was requested and the following was obtained: 1. What tissue was the vicryl suture used on during laparoscopic procedure? Bladder 2. What was the tissue condition, (i.e., normal or thin, calcified, fragile, diseased)? Normal 3. What post op date did the patient present with symptoms? Within 2 week 4. What was the date of the second procedure? After 2 week implant date ( (B)(4) 2018) 5. What was the appearance of the suture during the follow-up procedure? Cannot find suture, wound opened up. Suspected suture has dissolved. 6. Was the suture found intact and tissue pulled away from suture? Dissolved. 7. Was the suture found broken and if so, where? Cannot find suture 8. What are patients age, gender, weight, prior medical conditions? Unknown 9. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Suture material problem. 10. What is the patient¿s current status? Unknown.

Manufacturer narrative:
(B)(4). The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Device evaluation summary: an unopened sample of product code w9114, lot # lm8cdmb0 was returned for analysis. The issue sample was not returned for analysis. The representative sample was examined for visual defects: appearance, color packages, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured). The packet was opened and during the visual inspection, the suture was correctly placed on the winding former, the suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage was observed, the suture not presented defects. A functional test was performed and the tensile strength force was above the minimum requirement. Per the sample condition the assignable cause cannot be determined since no defects were observed on the packets or the sutures, the tested sample meet the fg requirements. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. What tissue was the vicryl suture used on during laparoscopic procedure? What was the tissue condition, (i.e., normal or thin, calcified, fragile, diseased)? What post op date did the patient present with symptoms? What was the date of the second procedure? What was the appearance of the suture during the follow-up procedure? Was the suture found intact and tissue pulled away from suture? Was the suture found broken and if so, where? What are patients age, gender, weight, prior medical conditions? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a robotic cystectomy procedure on unknown date and suture was used on the bladder. Approximately two weeks post procedure, the patient experienced urinary retention. A second procedure was performed on unknown date and the surgeon noted the wound at the bladder side is open. The condition of the patient is unknown. Additional information has been requested.